Event description:
The patient was implanted with a smooth low bleed gel-filled mammary prosthesis on 07/22/1992. Subsequently, the patient experienced a rupture of the device and inflammation of the breast.